Event description:
During an attempted implant in 1999, a t-wave shock was delivered but did not induce vf; then the device failed to deliver any pacing and communication via the programmer was not successful for a period of time. When the device could be finally interrogated, the info which could be retrieved was not satisfactory. The device was therefore not implanted.